Manufacturer narrative:
Results: inherent risk of procedure ¿ (dissection). Conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad. A dissection was noted which was treated with an endeavor sprint drug eluting stent. The investigator has assessed that the event was not related to the study device or study drug but definitely related to the procedure. The event was resolved.